Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient has a condition with circulation and stated the monitor hit their leg while admitted in the hospital and caused a wound that led to a surgery to correct the circulation in patients leg. There was no alleged device malfunction contributing to the wound. The patient¿s physician done surgery to correct circulation for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.